Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. At an unspecified date, a 2.25mm promus element plus stent was implanted. At an unknown date, the patient presented due to stent thrombosis. At the time of event, the patient did not continue with plavix medication. The physician treated the thrombosed stent with placement of a non-bsc stent which caused vessel perforation. The procedure was completed with a non-bsc covered stent graft. No further complications were reported and the patient's status was fine.